Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue with the computer. Initially, the computer passed bench test of virus scan and time date verification. The computer was installed in a test system and intermittent power offs were observed within 20 minutes from start up. The frequency increased, and the computer reliably boots up to a blue screen indicating an unrecoverable problem has been detected with the computer. The cause of the incident was confirmed to be a computer malfunction.(B)(4)

Manufacturer narrative:
On 12/21/2015, the medtronic rep clarified that they were doing a posterior cervical fusion. During the spin communication was lost between the imaging and navigation system and the x-ray tech called me into the room. The navigation system was displaying "receiving exam" however the imaging mobile view station (mvs) had already turned to the viewing screen and was blank. I unplugged the network cable and plugged it back in and got a ready to receive exam message. I told the x-ray tech to go back a page and re-scan. He informed me the system had become unresponsive, he could not go back and he could not open the gantry. I went to get the torque wrench and socket to open by hand but the socket was missing/lost. I turned off the imaging system and re-booted. The system came on and functioned normally, I opened the gantry and pulled out. Navigation was discontinued. When I went to get the log for the imaging system I noticed the system was not docked so I turned on the system, it tried to boot up but didn't for over 10 minutes. I turned off the imaging system and turned it on again, this time it booted up after five minutes but gave me a message that the system wasn't connected to the mvs. I pushed in on the umbilical connection to the imaging system and it advanced a few millimeters, I then got a green light. There may be a possible connection issue between the imaging system and mvs. A medtronic representative went to the site to test the equipment. The rep was unable to replicate specific complaint. During testing the imaging system boot process was inconsistent, at times taking 10+ min to boot into application. The pendant would remain at "system booting please wait". Ias computer ordered, and replaced per procedure. System checkout performed with satisfactory results. The mechanical and imaging passed the system checkout. The system was found to be fully functional after computer replacement. The computer and control board were returned to the manufacturer for evaluation. The control board was returned unused and the computer is currently under analysis.

Event description:
A medtronic representative reported that during a c2-t2 spine fusion procedure after lining up the patient and taking scout shots they proceeded to take a 3d spin. At that time the rep left the room, the rt running the system said he encountered an error and the exams that were sent to the stealth were all black. The rep went back a step in the software and forward to acquire scans where he saw a green line to acquire scans. The imaging system then became unresponsive. The surgeon did not want to wait any longer and abandoned use of navigation and imaging systems. They re-booted the o-arm and were able to get it out of the room. This was an open case from the start, so no significant change was made to the surgical approach. The surgery was continued after a 25-30 minute delay using a c-arm with no patient impact.